Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: respiratory care tech reported to biomed that this unit not passing flow sensor calibration during pre-op testing. Resp care tech replaced the fs with a new one to no avail. Biomed replicated the failure in their shop on 5 july 2023. No patient involvement.

Event description:
The following was reported to hamilton medical ag: respiratory care tech reported to biomed that this unit not passing flow sensor calibration during pre-op testing. Resp care tech replaced the fs with a new one to no avail. Biomed replicated the failure in their shop on 5 july 2023. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective pressure sensor assembly. After replacing the pressure sensor assembly, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the pressure sensor assembly could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.